Manufacturer narrative:
Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons did not work. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer reported that the insulin pump was difficult to get the buttons to respond to her pressing down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.